Manufacturer narrative:
(B)(4). The lot was manufactured on june 17, 2014 to june 18, 2014. A visual inspection on the device revealed no signs of blockage or physical abnormality that could have caused the reported problem. During functional testing the luer cap was removed from the distal luer of the device and evidence of continuous flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was found to have no flow. This was noticed during infusion of fluorouracil (non-baxter product). According to the report, the solution was filtered, there were no issues connecting the device, the catheter was not blocked, there was "good reflux", and there was no kink in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.